Manufacturer narrative:
The coaguchekxs meter serial number is (B)(6). The test strips were requested for investigation but have not been received. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. Section e3 - occupation: patient/consumer.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekxs meter. The meter result at 10:13 am was 5.3 inr. The meter result using a venous blood sample taken at a coumadin clinic at 10:50 am was 4.0 inr. The patient's therapeutic range is 2.0 to 3.0 inr.